Event description:
The customer reported that they were getting errors with the opcheck and that the charge button wouldn't work.

Manufacturer narrative:
(B)(4). The customer reported that they were getting errors with the opcheck and that the change button wouldn't work. The device was evaluated at philips. The symptom was clarified as the device locking up when the change button is pressed during opcheck. The issue was resolved by reloading the software.